Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information reporting that a patient experienced subarachnoid hemorrhage (sah) post-operatively on (B)(6) 2021. The sah occurred on the left side and resulted in new or worsening neurological symptoms and the patient was hospitalized. The patient had undergone pipeline vantage implantation on (B)(6) 2021 to treat a 5.7mm x 5.9mm saccular aneurysm of the left internal carotid artery c6 segment with 5.7mm neck. There was no reported device malfunction. Site assessment concluded the event was possibly related to the procedure and dual antiplatelet treatment (dapt). Medtronic assessment of the event also determined the event was possibly related to the procedure and dapt and may possibly be related to the device. No medical or surgical treatment was reported. Additional information received reported the original hospital end date was(B)(6) 2021. The patient then had a right frontal subarachnoid hemorrhage/right frontal parenchymal hemorrhage on (B)(6) 2021 and was hospitalized until (B)(6) 2021. The patient's antiplatelet medication was revised and modified according to aggregometry laboratory tests. This event was resolved on 10-dec-2021. The event was not related to device. Additional information received reported study sponsor review of the source document noted "a small contour abnormality on the outer edge of the stent." The proximal edge of the stent was not fully attached to vessel wall. This was corrected by wire massage using 0.0014¿ wire and a phenom microcatheter. Wall apposition was satisfactory afterwards. This was not considered a device deficiency.